Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The motor passed motor test. The displacement test functioned properly. The pump was received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump is damaged. The customer states the pump has cracks. The customer's blood glucose level at the time of incident was 142mg/dl. The customer states they had been in a car accident in which they were the driver and the airbags had deployed. The customer believes the pump may have been damaged in the car accident. The customer was advised the pump would have to be replaced and returned for analysis.